Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia (exact blood glucose was not provided) and that the omnipod personal diabetes manager (pdm) has several hazard alarms. There were no further information regarding the ER visit or to the patient¿s treatment. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The returned device was evaluated and a omnipod personal diabetes manager (pdm) error was seen in the data. The exact cause of this error could not be determined. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery.